Manufacturer narrative:
Pass displacement test. Device received a33 alarm during the basic occlusion test due to loose/flush drive support disk. Unable to perform prime/a33 test, excessive no delivery test and occlusion test due to a33 alarm. Device received with cracked reservoir tube lip, cracked battery tube threads, cracked case from display window corner, stained end cap sticker and stained address/serial number label. The test infusion set and reservoir does lock into place.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However; the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump received compromised force sensor system error alarm. Customer stated insulin squirt out during manual prime. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.